Manufacturer narrative:
Additional information was received that it was not known if the infection is device or procedure related. It was unknown where the infection started or it has migrated from one spot to another. No further information can be obtained. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8352-70 serial #: (B)(4) description: coveredge x 32, 70 cm 4x8 surgical lead model #: sc-4316 lot #: 17294045 description: next generation anchor kit-sterile the explanted devices were not returned to bsn.

Event description:
A report was received that the patient had infection. The patient underwent an explant procedure. No device malfunction was suspected.